Event description:
It has been reported to philips that the system will not start up/unable to boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host computer's hard disk. After the hard disk was replaced and the software was re-installed, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to power on. During troubleshooting, fse checked the hard disk and found defective. Fse replaced the hard disk and reinstalled the whole system. Then fse did the generator and detector adjustments. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.